Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping/ my cramps (stabbing pains) got worse with my periods each month and I was having them when I didn't have my period"), back pain ("back pain / intense back pain"), pelvic pain ("sharp stabbing pelvic pain / spasms on my right lower pelvic side down the leg and my right pelvic bone"), abdominal distension ("severe bloating") and genital haemorrhage ("constant spotting") in a 37-year-old female patient who had essure (batch no. 835431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (birth date: (B)(6) 1999), human papilloma virus infection, colposcopy, nasal septum deviation in 2001 and kidney infection. She prior history of angina, myocardial infarction, congestive heart failure, or documented cardiac arrhythmia.drinks alcohol socially.she denied smoking. Concurrent conditions included defecation disorder, epigastric discomfort, shortness of breath, inflammatory bowel disease and stress. Family history included stomach cancer (paternal grandfather) and diabetes (paternal grandmother and paternal uncle). Concomitant products included drospirenone + ethinylestradiol (yaz) for birth control as well as calcium carbonate (antacid [calcium carbonate]), hormones nos and medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dermatitis contact ("allergic to nickel (when I got my belly button pierced in 2014 (body rejected the post)/hypersensitivity reaction to nickel, (I can no longer wear any jewelry containing nickel/ jewelry containing nickel ears get black") with pruritus allergic. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("my cramps (stabbing pains) got worse with my periods each month and I was having them when I didn't have my period"), device expulsion ("these coils come out of me"), vaginal discharge ("very watery discharge /foul odor"), dyspareunia ("painful intercourse/ started getting intense stabbing pains on my left lower pelvic side during sex"), breast pain ("breast pain"), musculoskeletal stiffness ("I have been working for a few hours my body gets stiff and hurts and I can't move"), multiple chemical sensitivity ("multiple chemical sensitivities"), weight increased ("weight gain/ gained 45 lbs which I"), weight loss poor ("could not lose weight "), vitreous floaters ("floaters"), hypoaesthesia ("numbness / getting numbness up and down my arms and legs which got worse as time went on"), paraesthesia ("tingling sensations"), depression ("depression / I have moments of depression"), vision blurred ("blurry vision / my vision gets blurry"), coital bleeding ("bleed from sex and from my vagina from a bowel movement"), vaginal haemorrhage ("bleed from sex and from my vagina from a bowel movement"), dyspepsia ("constant heartburn / indigestion/ heartburn"), food allergy ("reactions to food"), musculoskeletal pain ("joint pain / I started getting muscle and joint pains about 2 months ago"), migraine ("migraines /severe migraines/ am having migraines at least 4 days a week"), fatigue ("fatigue / I am tired all the time"), asthenia ("loss of energy / have no energy"), dizziness ("dizziness"), anxiety ("anxiety") with fear, alopecia ("hair loss"), neuralgia ("nerve pain"), the first episode of pain ("severe pain / persistent pain"), night sweats ("night sweats"), insomnia ("insomnia"), mood swings ("mood swings/ moods were out of control/ extremely moody"), constipation ("constipation"), neck pain ("neck pain"), spinal pain ("spinal pain"), feeling abnormal ("brain fog"), palpitations ("heart palpitations"), dyspnoea ("difficulty breathing"), chest pain ("chest pain"), panic attack ("panic attacks"), nausea ("nausea"), inflammation ("inflammation from the colil"), the second episode of pain ("severe pain all over the body"), gait inability ("cant walk") and mobility decreased ("barely move"). The patient was treated with surgery (laparoscopic supra cervical hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, back pain, pelvic pain, abdominal distension, genital haemorrhage, dysmenorrhoea, dermatitis contact, device expulsion, vaginal discharge, dyspareunia, breast pain, musculoskeletal stiffness, multiple chemical sensitivity, weight increased, weight loss poor, vitreous floaters, hypoaesthesia, paraesthesia, depression, vision blurred, coital bleeding, vaginal haemorrhage, dyspepsia, food allergy, musculoskeletal pain, migraine, fatigue, asthenia, dizziness, anxiety, alopecia, neuralgia, night sweats, insomnia, mood swings, constipation, neck pain, spinal pain, feeling abnormal, palpitations, dyspnoea, chest pain, panic attack, nausea, inflammation and the last episode of pain had resolved and the gait inability and mobility decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, asthenia, back pain, breast pain, chest pain, coital bleeding, constipation, depression, dermatitis contact, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, fatigue, feeling abnormal, food allergy, gait inability, genital haemorrhage, hypoaesthesia, inflammation, insomnia, migraine, mobility decreased, mood swings, multiple chemical sensitivity, musculoskeletal pain, musculoskeletal stiffness, nausea, neck pain, neuralgia, night sweats, palpitations, panic attack, paraesthesia, pelvic pain, spinal pain, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, weight increased, weight loss poor, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: she stated almost all symptoms went away after removal.essure procedure performed without complication. She did not retain the essure or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): blood cholesterol (125 - 200 mg/dl) - on (B)(6) 2013: 206 mg/dl (elevated). Hysterosalpingogram - on (B)(6) 2011: micro-insert location and tubal occlusion bilatera mammogram - on (B)(6) 2013: negative. Smear cervix - on (B)(6) 2011: normal patient desires for essure. Ultrasound scan - on (B)(6) 2012: normal . (B)(6) 2013 :sonogram with advanced d multi planning images:the foreign bodies are identified in the left and right cornual region of her uterus consistent with essure inserts. (B)(6) 2013:biopsy:benign proliferative endometrium, and endo cervical and squamous mucosa. (B)(6) 2013:surgical pathological report:received in formalin labeled with the verified patient's name and the specimen type as morcellated uterus, tubes is a uterus received in multiple pieces that measure in aggregate. 16 x 7 x 4.5 cm. The specimen weighs 76 grams. Among the fragments of tissue are two fimbriated segments of fallopian tube that measure 4 x 1 x 1 cm and 5 x 1 x 0.7 cm. Each of which has a wire and attached coil firmly embedded within the tubal lumen. A portion of endometrial lining measures 1 x 1 x 0.2 cm is visible cut surfaces of the myometrium are do not present any focal lesions. Representative sections are submitted in file cassettes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media :cant walk, barely move were added. Most recent follow-up information incorporated above includes: on 14-jun-2018: social media received. Events: cant walk, barely move were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping/ my cramps (stabbing pains) got worse with my periods each month and I was having them when I didn't have my period"), back pain ("back pain / intense back pain"), pelvic pain ("sharp stabbing pelvic pain / spasms on my right lower pelvic side down the leg and my right pelvic bone"), abdominal distension ("severe bloating") and genital haemorrhage ("constant spotting") in a 37-year-old female patient who had essure (batch no. 835431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (birth date: (B)(6) 1999), human papilloma virus infection, colposcopy, nasal septum deviation in 2001 and kidney infection. She prior history of angina, myocardial infarction, congestive heart failure, or documented cardiac arrhythmia. Drinks alcohol socially. She denied smoking. Concurrent conditions included defecation disorder, epigastric discomfort, shortness of breath, inflammatory bowel disease, stress and body mass index normal. Family history included stomach cancer (paternal grandfather) and diabetes (paternal grandmother and paternal uncle). Concomitant products included drospirenone + ethinylestradiol (yaz) for birth control as well as calcium carbonate (antacid [calcium carbonate]), hormones nos and medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dermatitis contact ("allergic to nickel (when I got my belly button pierced in 2014 (body rejected the post)/hypersensitivity reaction to nickel, (I can no longer wear any jewelry containing nickel/ jewelry containing nickel ears get black") with pruritus allergic. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("my cramps (stabbing pains) got worse with my periods each month and I was having them when I didn't have my period/severe bloating"). In (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), breast pain ("breast pain"), multiple chemical sensitivity ("multiple chemical sensitivities"), food allergy ("reactions to food") and arthralgia ("joint pain"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ started getting intense stabbing pains on my left lower pelvic side during sex"), weight increased ("weight gain/ gained 45 lbs which iose weight, could not lose weight"), weight loss poor ("could not lose weight"), vitreous floaters ("floaters"), hypoaesthesia ("numbness / getting numbness up and down my arms and legs which got worse as time went on"), paraesthesia ("tingling sensations"), depression ("depression / I have moments of depression"), vision blurred ("blurry vision / my vision gets blurry"), dyspepsia ("constant heartburn / indigestion/ heartburn"), migraine ("migraines /severe migraines/ am having migraines at least 4 days a week"), fatigue ("fatigue / I am tired all the time"), dizziness ("dizziness"), anxiety ("anxiety") with fear, alopecia ("hair loss"), neuralgia ("nerve pain"), night sweats ("night sweats"), insomnia ("insomnia"), mood swings ("mood swings/ moods were out of control/ extremely moody"), constipation ("constipation"), neck pain ("neck pain"), spinal pain ("spinal pain"), feeling abnormal ("brain fog") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("these coils come out of me"), vaginal discharge ("very watery discharge /foul odor"), musculoskeletal stiffness ("I have been working for a few hours my body gets stiff and hurts and I can't move"), coital bleeding ("bleed from sex and from my vagina from a bowel movement"), vaginal haemorrhage ("bleed from sex and from my vagina from a bowel movement/constant spotting"), musculoskeletal pain ("joint pain / I started getting muscle and joint pains about 2 months ago"), asthenia ("loss of energy / have no energy"), the first episode of pain ("severe pain / persistent pain"), palpitations ("heart palpitations"), dyspnoea ("difficulty breathing"), chest pain ("chest pain"), panic attack ("panic attacks"), inflammation ("inflammation from the colil"), the second episode of pain ("severe pain all over the body"), gait inability ("cant walk"), mobility decreased ("barely move") and the third episode of pain ("allover body pain"). The patient was treated with surgery (laparoscopic supra cervical hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, back pain, pelvic pain, abdominal distension, genital haemorrhage, dysmenorrhoea, dermatitis contact, device expulsion, vaginal discharge, dyspareunia, breast pain, musculoskeletal stiffness, multiple chemical sensitivity, weight increased, weight loss poor, vitreous floaters, hypoaesthesia, paraesthesia, depression, vision blurred, coital bleeding, vaginal haemorrhage, dyspepsia, food allergy, musculoskeletal pain, migraine, fatigue, asthenia, dizziness, anxiety, alopecia, neuralgia, night sweats, insomnia, mood swings, constipation, neck pain, spinal pain, feeling abnormal, palpitations, dyspnoea, chest pain, panic attack, nausea and inflammation had resolved and the gait inability, mobility decreased, arthralgia and the last episode of pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, asthenia, back pain, breast pain, chest pain, coital bleeding, constipation, depression, dermatitis contact, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, fatigue, feeling abnormal, food allergy, gait inability, genital haemorrhage, hypoaesthesia, inflammation, insomnia, migraine, mobility decreased, mood swings, multiple chemical sensitivity, musculoskeletal pain, musculoskeletal stiffness, nausea, neck pain, neuralgia, night sweats, palpitations, panic attack, paraesthesia, pelvic pain, spinal pain, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, weight increased, weight loss poor, the first episode of pain, the second episode of pain and the third episode of pain to be related to essure. The reporter commented: she stated almost all symptoms went away after removal. Essure procedure performed without complication. She did not retain the essure or any portion of it. Al symptoms went away immediately after removal. She felt so much better after surgery. She felt like a new woman. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Blood cholesterol (125 - 200 mg/dl) - on (B)(6) 2013: 206 mg/dl (elevated). Hysterosalpingogram - on (B)(6) 2011: micro-insert location and tubal occlusion bilatera mammogram - on (B)(6) 2013: negative. Smear cervix - on (B)(6) 2011: normal patient desires for essure. Ultrasound scan - on (B)(6) 2012: normal . (B)(6) 2013 :sonogram with advanced d multi planning images:the foreign bodies are identified in the left and right cornual region of her uterus consistent with essure inserts. (B)(6) 2013:biopsy:benign proliferative endometrium, and endo cervical and squamous mucosa. (B)(6) 2013:surgical pathological report:received in formalin labeled with the verified patient's name and the specimen type as morcellated uterus, tubes is a uterus received in multiple pieces that measure in aggregate. 16 x 7 x 4.5 cm. The specimen weighs 76 grams. Among the fragments of tissue are two fimbriated segments of fallopian tube that measure 4 x 1 x 1 cm and 5 x 1 x 0.7 cm. Each of which has a wire and attached coil firmly embedded within the tubal lumen. A portion of endometrial lining measures 1 x 1 x 0.2 cm is visible cut surfaces of the myometrium are do not present any focal lesions. Representative sections are submitted in file cassettes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media :cant walk, barely move were added. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received. Events were clubbed with previously reported events. Events: arthralgia, pain was newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping/ my cramps (stabbing pains) got worse with my periods each month and I was having them when I didn't have my period'), back pain ('back pain / intense back pain'), pelvic pain ('sharp stabbing pelvic pain / spasms on my right lower pelvic side down the leg and my right pelvic bone'), abdominal distension ('severe bloating') and genital haemorrhage ('constant spotting') in a 37-year-old female patient who had essure (batch no. 835431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nasal septum deviation in 2001, gravida ii, parity 1 (birth date: (B)(6) 1999), human papilloma virus infection, colposcopy and kidney infection. She prior history of angina, myocardial infarction, congestive heart failure, or documented cardiac arrhythmia.drinks alcohol socially.she denied smoking. Concurrent conditions included defecation disorder, epigastric discomfort, shortness of breath, inflammatory bowel disease, stress and body mass index normal. Family history included stomach cancer (paternal grandfather) and diabetes (paternal grandmother and paternal uncle). Concomitant products included drospirenone + ethinylestradiol (yaz) for birth control as well as calcium carbonate (antacid), hormones and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dermatitis contact ("allergic to nickel (when I got my belly button pierced in 2014 (body rejected the post)/hypersensitivity reaction to nickel, (I can no longer wear any jewelry containing nickel/ jewelry containing nickel ears get black") with pruritus allergic. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("my cramps (stabbing pains) got worse with my periods each month and I was having them when I didn't have my period/severe bloating"). In (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), breast pain ("breast pain"), multiple chemical sensitivity ("multiple chemical sensitivities"), food allergy ("reactions to food") and arthralgia ("joint pain"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ started getting intense stabbing pains on my left lower pelvic side during sex"), weight loss poor ("could not lose weight"), vitreous floaters ("floaters"), hypoaesthesia ("numbness / getting numbness up and down my arms and legs which got worse as time went on"), paraesthesia ("tingling sensations"), depression ("depression / I have moments of depression"), vision blurred ("blurry vision / my vision gets blurry"), dyspepsia ("constant heartburn / indigestion/ heartburn"), migraine ("migraines /severe migraines/ am having migraines at least 4 days a week"), fatigue ("fatigue / I am tired all the time"), dizziness ("dizziness"), anxiety ("anxiety") with fear, alopecia ("hair loss"), neuralgia ("nerve pain"), night sweats ("night sweats"), insomnia ("insomnia"), mood swings ("mood swings/ moods were out of control/ extremely moody"), constipation ("constipation"), neck pain ("neck pain"), spinal pain ("spinal pain"), feeling abnormal ("brain fog") and nausea ("nausea") and was found to have weight increased ("weight gain/ gained 45 lbs which iose weight, could not lose weight"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("these coils come out of me"), vaginal discharge ("very watery discharge /foul odor"), musculoskeletal stiffness ("I have been working for a few hours my body gets stiff and hurts and I can't move"), coital bleeding ("bleed from sex and from my vagina from a bowel movement"), vaginal haemorrhage ("bleed from sex and from my vagina from a bowel movement/constant spotting"), musculoskeletal pain ("joint pain / I started getting muscle and joint pains about 2 months ago"), asthenia ("loss of energy / have no energy"), pain ("severe pain / persistent pain / allover body pain / severe pain all over the body"), palpitations ("heart palpitations"), dyspnoea ("difficulty breathing"), chest pain ("chest pain"), panic attack ("panic attacks"), inflammation ("inflammation from the colil"), gait inability ("cant walk") and mobility decreased ("barely move"). The patient was treated with surgery (laparoscopic supra cervical hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, back pain, pelvic pain, abdominal distension, genital haemorrhage, dysmenorrhoea, dermatitis contact, device expulsion, vaginal discharge, dyspareunia, breast pain, musculoskeletal stiffness, multiple chemical sensitivity, weight increased, weight loss poor, vitreous floaters, hypoaesthesia, paraesthesia, depression, vision blurred, coital bleeding, vaginal haemorrhage, dyspepsia, food allergy, musculoskeletal pain, migraine, fatigue, asthenia, dizziness, anxiety, alopecia, neuralgia, pain, night sweats, insomnia, mood swings, constipation, neck pain, spinal pain, feeling abnormal, palpitations, dyspnoea, chest pain, panic attack, nausea and inflammation had resolved and the gait inability, mobility decreased and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, asthenia, back pain, breast pain, chest pain, coital bleeding, constipation, depression, dermatitis contact, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, fatigue, feeling abnormal, food allergy, gait inability, genital haemorrhage, hypoaesthesia, inflammation, insomnia, migraine, mobility decreased, mood swings, multiple chemical sensitivity, musculoskeletal pain, musculoskeletal stiffness, nausea, neck pain, neuralgia, night sweats, pain, palpitations, panic attack, paraesthesia, pelvic pain, spinal pain, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, weight increased and weight loss poor to be related to essure. The reporter commented: essure insertion date reported (B)(6) 2012. He stated almost all symptoms went away after removal.essure procedure performed without complication. She did not retain the essure or any portion of it. Al symptoms went away immediately after removal. She felt so much better after surgery. She felt like a new woman. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Blood cholesterol (125 - 200 mg/dl) - on (B)(6) 2013: 206 mg/dl. Hysterosalpingogram - on (B)(6) 2011: results: micro-insert location and tubal occlusion bilatera. Mammogram - on (B)(6) 2013: results: negative.. Smear cervix - on (B)(6) 2011: results: normal patient desires for essure. Ultrasound scan - on (B)(6) 2012: results: normal. (B)(6) 2013 :sonogram with advanced d multi planning images:the foreign bodies are identified in the left and right cornual region of her uterus consistent with essure inserts. (B)(6) 2013:biopsy:benign proliferative endometrium, and endo cervical and squamous mucosa. (B)(6) 2013:surgical pathological report:received in formalin labeled with the verified patient's name and the specimen type as morcellated uterus, tubes is a uterus received in multiple pieces that measure in aggregate. 16 x 7 x 4.5 cm. The specimen weighs 76 grams. Among the fragments of tissue are two fimbriated segments of fallopian tube that measure 4 x 1 x 1 cm and 5 x 1 x 0.7 cm. Each of which has a wire and attached coil firmly embedded within the tubal lumen. A portion of endometrial lining measures 1 x 1 x 0.2 cm is visible cut surfaces of the myometrium are do not present any focal lesions. Representative sections are submitted in file cassettes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media :cant walk, barely move were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. Reporter information updated. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping/ my cramps (stabbing pains) got worse with my periods each month and I was having them when I didn't have my period"), back pain ("back pain / intense back pain"), pelvic pain ("sharp stabbing pelvic pain / spasms on my right lower pelvic side down the leg and my right pelvic bone"), abdominal distension ("severe bloating") and genital haemorrhage ("constant spotting") in a 37-year-old female patient who had essure (batch no. 835431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (birth date: (B)(6) 1999), human papilloma virus infection, colposcopy, nasal septum deviation in 2001 and kidney infection. She prior history of angina, myocardial infarction, congestive heart failure, or documented cardiac arrhythmia. Drinks alcohol socially. She denied smoking. Concurrent conditions included defecation disorder, epigastric discomfort, shortness of breath, inflammatory bowel disease, stress and body mass index normal. Family history included stomach cancer (paternal grandfather) and diabetes (paternal grandmother and paternal uncle). Concomitant products included drospirenone + ethinylestradiol (yaz) for birth control as well as calcium carbonate (antacid [calcium carbonate]), hormones nos and medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dermatitis contact ("allergic to nickel (when I got my belly button pierced in 2014 (body rejected the post)/hypersensitivity reaction to nickel, (I can no longer wear any jewelry containing nickel/ jewelry containing nickel ears get black") with pruritus allergic. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("my cramps (stabbing pains) got worse with my periods each month and I was having them when I didn't have my period/severe bloating"). In (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), breast pain ("breast pain"), multiple chemical sensitivity ("multiple chemical sensitivities"), food allergy ("reactions to food") and arthralgia ("joint pain"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ started getting intense stabbing pains on my left lower pelvic side during sex"), weight increased ("weight gain/ gained 45 lbs which iose weight, could not lose weight"), weight loss poor ("could not lose weight"), vitreous floaters ("floaters"), hypoaesthesia ("numbness / getting numbness up and down my arms and legs which got worse as time went on"), paraesthesia ("tingling sensations"), depression ("depression / I have moments of depression"), vision blurred ("blurry vision / my vision gets blurry"), dyspepsia ("constant heartburn / indigestion/ heartburn"), migraine ("migraines /severe migraines/ am having migraines at least 4 days a week"), fatigue ("fatigue / I am tired all the time"), dizziness ("dizziness"), anxiety ("anxiety") with fear, alopecia ("hair loss"), neuralgia ("nerve pain"), night sweats ("night sweats"), insomnia ("insomnia"), mood swings ("mood swings/ moods were out of control/ extremely moody"), constipation ("constipation"), neck pain ("neck pain"), spinal pain ("spinal pain"), feeling abnormal ("brain fog") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("these coils come out of me"), vaginal discharge ("very watery discharge /foul odor"), musculoskeletal stiffness ("I have been working for a few hours my body gets stiff and hurts and I can't move"), coital bleeding ("bleed from sex and from my vagina from a bowel movement"), vaginal haemorrhage ("bleed from sex and from my vagina from a bowel movement/constant spotting"), musculoskeletal pain ("joint pain / I started getting muscle and joint pains about 2 months ago"), asthenia ("loss of energy / have no energy"), the first episode of pain ("severe pain / persistent pain"), palpitations ("heart palpitations"), dyspnoea ("difficulty breathing"), chest pain ("chest pain"), panic attack ("panic attacks"), inflammation ("inflammation from the colil"), the second episode of pain ("severe pain all over the body"), gait inability ("cant walk"), mobility decreased ("barely move") and the third episode of pain ("allover body pain"). The patient was treated with surgery (laparoscopic supra cervical hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, back pain, pelvic pain, abdominal distension, genital haemorrhage, dysmenorrhoea, dermatitis contact, device expulsion, vaginal discharge, dyspareunia, breast pain, musculoskeletal stiffness, multiple chemical sensitivity, weight increased, weight loss poor, vitreous floaters, hypoaesthesia, paraesthesia, depression, vision blurred, coital bleeding, vaginal haemorrhage, dyspepsia, food allergy, musculoskeletal pain, migraine, fatigue, asthenia, dizziness, anxiety, alopecia, neuralgia, night sweats, insomnia, mood swings, constipation, neck pain, spinal pain, feeling abnormal, palpitations, dyspnoea, chest pain, panic attack, nausea and inflammation had resolved and the gait inability, mobility decreased, arthralgia and the last episode of pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, asthenia, back pain, breast pain, chest pain, coital bleeding, constipation, depression, dermatitis contact, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, fatigue, feeling abnormal, food allergy, gait inability, genital haemorrhage, hypoaesthesia, inflammation, insomnia, migraine, mobility decreased, mood swings, multiple chemical sensitivity, musculoskeletal pain, musculoskeletal stiffness, nausea, neck pain, neuralgia, night sweats, palpitations, panic attack, paraesthesia, pelvic pain, spinal pain, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, weight increased, weight loss poor, the first episode of pain, the second episode of pain and the third episode of pain to be related to essure. The reporter commented: she stated almost all symptoms went away after removal. Essure procedure performed without complication. She did not retain the essure or any portion of it. Al symptoms went away immediately after removal. She felt so much better after surgery. She felt like a new woman. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Blood cholesterol (125 - 200 mg/dl) - on (B)(6) 2013: 206 mg/dl (elevated) hysterosalpingogram - on (B)(6) 2011: micro-insert location and tubal occlusion bilateral mammogram - on (B)(6) 2013: negative. Smear cervix - on (B)(6) 2011: normal patient desires for essure ultrasound scan - on (B)(6) 2012: normal (B)(6) 2013 :sonogram with advanced d multi planning images:the foreign bodies are identified in the left and right cornual region of her uterus consistent with essure inserts. (B)(6) 2013:biopsy:benign proliferative endometrium, and endo cervical and squamous mucosa. (B)(6) 2013:surgical pathological report:received in formalin labeled with the verified patient's name and the specimen type as morcellated uterus, tubes is a uterus received in multiple pieces that measure in aggregate. 16 x 7 x 4.5 cm. The specimen weighs 76 grams. Among the fragments of tissue are two fimbriated segments of fallopian tube that measure 4 x 1 x 1 cm and 5 x 1 x 0.7 cm. Each of which has a wire and attached coil firmly embedded within the tubal lumen. A portion of endometrial lining measures 1 x 1 x 0.2 cm is visible cut surfaces of the myometrium are do not present any focal lesions. Representative sections are submitted in file cassettes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media :cant walk, barely move were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping/ my cramps (stabbing pains) got worse with my periods each month and I was having them when I didn't have my period'), back pain ('back pain / intense back pain'), pelvic pain ('sharp stabbing pelvic pain / spasms on my right lower pelvic side down the leg and my right pelvic bone'), abdominal distension ('severe bloating') and genital haemorrhage ('constant spotting') in a 37-year-old female patient who had essure (batch no. 835431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nasal septum deviation in 2001, gravida ii, parity 1 (birth date: (B)(6) 199), human papilloma virus infection, colposcopy and kidney infection. She prior history of angina, myocardial infarction, congestive heart failure, or documented cardiac arrhythmia. Drinks alcohol socially. She denied smoking (B)(6) 2013 :sonogram with advanced d multi planning images:the foreign bodies are identified in the left and right cornual region of her uterus consistent with essure inserts. (B)(6) 2013: biopsy:benign proliferative endometrium, and endo cervical and squamous mucosa. (B)(6) 2013:surgical pathological report: received in formalin labeled with the verified patient's name and the specimen type as morcellated uterus, tubes is a uterus received in multiple pieces that measure in aggregate. 16 x 7 x 4.5 cm. The specimen weighs 76 grams. Among the fragments of tissue are two fimbriated segments of fallopian tube that measure 4 x 1 x 1 cm and 5 x 1 x 0.7 cm. Each of which has a wire and attached coil firmly embedded within the tubal lumen. A portion of endometrial lining measures 1 x 1 x 0.2 cm is visible cut surfaces of the myometrium are do not present any focal lesions. Representative sections are submitted in file cassettes. Concurrent conditions included defecation disorder, epigastric discomfort, shortness of breath, inflammatory bowel disease, stress and body mass index normal. Family history included stomach cancer (paternal grandfather) and diabetes (paternal grandmother and paternal uncle). Concomitant products included drospirenone + ethinylestradiol (yaz) for birth control as well as calcium carbonate (antacid), hormones and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dermatitis contact ("allergic to nickel (when I got my belly button pierced in 2014 (body rejected the post)/hypersensitivity reaction to nickel, (I can no longer wear any jewelry containing nickel/ jewelry containing nickel ears get black") with pruritus allergic. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("my cramps (stabbing pains) got worse with my periods each month and I was having them when I didn't have my period/severe bloating"). In (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), breast pain ("breast pain"), multiple chemical sensitivity ("multiple chemical sensitivities"), food allergy ("reactions to food") and arthralgia ("joint pain"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ started getting intense stabbing pains on my left lower pelvic side during sex"), weight loss poor ("could not lose weight"), vitreous floaters ("floaters"), hypoaesthesia ("numbness / getting numbness up and down my arms and legs which got worse as time went on"), paraesthesia ("tingling sensations"), depression ("depression / I have moments of depression"), vision blurred ("blurry vision / my vision gets blurry"), dyspepsia ("constant heartburn / indigestion/ heartburn"), migraine ("migraines /severe migraines/ am having migraines at least 4 days a week"), fatigue ("fatigue / I am tired all the time"), dizziness ("dizziness"), anxiety ("anxiety") with fear, alopecia ("hair loss"), neuralgia ("nerve pain"), night sweats ("night sweats"), insomnia ("insomnia"), mood swings ("mood swings/ moods were out of control/ extremely moody"), constipation ("constipation"), neck pain ("neck pain"), spinal pain ("spinal pain"), feeling abnormal ("brain fog") and nausea ("nausea") and was found to have weight increased ("weight gain/ gained 45 lbs which iose weight, could not lose weight"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("these coils come out of me"), vaginal discharge ("very watery discharge /foul odor"), musculoskeletal stiffness ("I have been working for a few hours my body gets stiff and hurts and I can't move"), coital bleeding ("bleed from sex and from my vagina from a bowel movement"), vaginal haemorrhage ("bleed from sex and from my vagina from a bowel movement/constant spotting"), musculoskeletal pain ("joint pain / I started getting muscle and joint pains about 2 months ago"), asthenia ("loss of energy / have no energy"), pain ("severe pain / persistent pain / allover body pain / severe pain all over the body"), palpitations ("heart palpitations"), dyspnoea ("difficulty breathing"), chest pain ("chest pain"), panic attack ("panic attacks"), inflammation ("inflammation from the colil"), gait inability ("cant walk"), mobility decreased ("barely move") and alcohol intolerance ("alcohol was making me so sick"). The patient was treated with surgery (laparoscopic supra cervical hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, back pain, pelvic pain, abdominal distension, genital haemorrhage, dysmenorrhoea, dermatitis contact, device expulsion, vaginal discharge, dyspareunia, breast pain, musculoskeletal stiffness, multiple chemical sensitivity, weight increased, weight loss poor, vitreous floaters, hypoaesthesia, paraesthesia, depression, vision blurred, coital bleeding, vaginal haemorrhage, dyspepsia, food allergy, musculoskeletal pain, migraine, fatigue, asthenia, dizziness, anxiety, alopecia, neuralgia, pain, night sweats, insomnia, mood swings, constipation, neck pain, spinal pain, feeling abnormal, palpitations, dyspnoea, chest pain, panic attack, nausea, inflammation and alcohol intolerance had resolved and the gait inability, mobility decreased and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alcohol intolerance, alopecia, anxiety, arthralgia, asthenia, back pain, breast pain, chest pain, coital bleeding, constipation, depression, dermatitis contact, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, fatigue, feeling abnormal, food allergy, gait inability, genital haemorrhage, hypoaesthesia, inflammation, insomnia, migraine, mobility decreased, mood swings, multiple chemical sensitivity, musculoskeletal pain, musculoskeletal stiffness, nausea, neck pain, neuralgia, night sweats, pain, palpitations, panic attack, paraesthesia, pelvic pain, spinal pain, vaginal discharge, vaginal haemorrhage, vision blurred, vitreous floaters, weight increased and weight loss poor to be related to essure. The reporter commented: essure insertion date reported (B)(6) 2012. He stated almost all symptoms went away after removal. Essure procedure performed without complication. She did not retain the essure or any portion of it. Al symptoms went away immediately after removal. She felt so much better after surgery. She felt like a new woman. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Blood cholesterol (125 - 200 mg/dl) - on (B)(6) 2013: 206 mg/dl. Hysterosalpingogram - on (B)(6) 2011: results: micro-insert location and tubal occlusion bilatera. Mammogram - on (B)(6) 2013: results: negative. Smear cervix - on (B)(6) 2011: results: normal patient desires for essure. Ultrasound scan - on (B)(6) 2012: results: normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media :cant walk, barely move were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Event alcohol was making me so sick was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower (severe cramping/ my cramps (stabbing pains) got worse with my periods each month and I was having them when I didn't have my period), back pain (back pain / intense back pain), pelvic pain (sharp stabbing pelvic pain / spasms on my right lower pelvic side down the leg and my right pelvic bone), abdominal distension (severe bloating) and genital haemorrhage (constant spotting) in a (B)(6) female patient who had essure (batch no. 835431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (birth date:(B)(6) -199), human papilloma virus infection, colposcopy, nasal septum deviation in 2001 and kidney infection. She prior history of angina, myocardial infarction, congestive heart failure, or documented cardiac arrhythmia.drinks alcohol socially.she denied smoking. Concurrent conditions included defecation, epigastric discomfort, shortness of breath, inflammatory bowel disease and stress. Family history included stomach cancer (paternal grandfather) and diabetes (paternal grandmother and paternal uncle). Concomitant products included drospirenone + ethinylestradiol (yaz) for birth control as well as calcium carbonate (antacid [calcium carbonate]), hormones nos and medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("allergic to nickel (when I got my belly button pierced in 2014 (body rejected the post)/hypersensitivity reaction to nickel, (I can no longer wear any jewelry containing nickel/ jewelry containing nickel ears get black") with ear pruritus. On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant and intervention required) with pelvi pain, genital bledding (¿constant spotting¿), abdominal pain lower ("severe cramping "), abdominal distension ("severe bloating"), dysmenorrhoea ("my cramps (stabbing pains) got worse with my periods each month and I was having them when I didn't have my period"), device expulsion ("these coils come out of me"), dyspareunia ("painful intercourse/ started getting intense stabbing pains on my left lower pelvic side during sex"), back pain ("back pain / intense back pain"), breast pain ("breast pain"), multiple chemical sensitivity ("multiple chemical sensitivities"), weight increased ("weight gain/ gained 45 lbs which I"), weight loss poor ("could not lose weight "), vitreous floaters ("floaters"), hypoaesthesia ("numbness / getting numbness up and down my arms and legs which got worse as time went on"), paraesthesia ("tingling sensations"), depression ("depression / I have moments of depression"), vision blurred ("blurry vision / my vision gets blurry"), coital and vaginal bleeding ("bleed from sex and from my vagina from a bowel movement"), dyspepsia ("constant heartburn / indigestion/ heartburn"), food allergy ("reactions to food"), arthralgia ("joint pain / I started getting muscle and joint pains about 2 months ago"), migraine ("migraines /severe migraines/ am having migraines at least 4 days a week "), fatigue ("fatigue"), asthenia ("loss of energy / have no energy"), dizziness ("dizziness"), anxiety ("anxiety") with fear (feared for my husband¿s), alopecia ("hair loss"), neuralgia ("nerve pain"),pain , (¿severe pain / persistent pain), pain ("severe pain all over the body¿), night sweat (¿night sweats¿), insomnia (¿insomnia¿),mood swing (¿mood swings/ moods were out of control/ extremely moody¿),constipation (¿constipation¿),neck pain (¿neck pain¿) ,spinal pain (¿spinal pain¿), nausea (¿nausea¿), feeling abnormal (¿brain fog¿), palpitations (¿heart palpitations¿), dyspnoea (¿difficulty breathing¿), chest pain (¿chest pain¿), vaginal discharge (¿very watery discharge/ foul odor¿), musculoskeletal stiffness (¿I have been working for a few hours my body gets stiff and hurts and I can't move¿),and panic attacks,(¿panic attack").the patient was treated with surgery (laparoscopic supra cervical hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, abdominal distension, dysmenorrhoea, allergy to metals, device expulsion, dyspareunia, back pain, breast pain, multiple chemical sensitivity, weight increased, weight loss poor, vitreous floaters, hypoaesthesia, paraesthesia, depression, vision blurred, coital bleeding, dyspepsia, food allergy, arthralgia, migraine, fatigue, asthenia, dizziness, anxiety, alopecia ,neuralgia, pain , night sweat , genital haemorrhage, insomnia mood swin,constipation ,neck pain,spinal pain, nausea, feeling abnormal ,palpitations, dyspnoea, , chest pain,vaginal discharge ,musculoskeletal stiffness, panic attacks and inflammation, had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, asthenia, back pain, breast pain, coital bleeding, vaginal bleeding, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, food allergy, hypoaesthesia, migraine, multiple chemical sensitivity, neuralgia, paraesthesia, pelvic pain, unflammation, vision blurred, vitreous floaters, weight increased ,weight loss poor, pain , night sweat , genital haemorrhage, insomnia mood swin,constipation ,neck pain,spinal pain, nausea, feeling abnormal ,palpitations, dyspnoea, , chest pain,vaginal discharge ,musculoskeletal stiffness , panic attacks, to be related to essure. The reporter commented: she stated almost all symptoms went away after removal.essure procedure performed without complication. She did not retain the essure or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): blood cholesterol (125 - 200 mg/dl) - on (B)(6) 2013: 206 mg/dl (elevated) hysterosalpingogram - on (B)(6) -2011: micro-insert location and tubal occlusion bilatera mammogram - on (B)(6) 2013: negative. Smear cervix - on (B)(6) 2011: normal patient desires for essure. Ultrasound scan - on (B)(6) -2012: normal. (B)(6) 2013 :sonogram with advanced d multi planning images:the foreign bodies are identified in the left and right cornual region of her uterus consistent with essure inserts. (B)(6) 2013:biopsy:benign proliferative endometrium, and endo cervical and squamous mucosa. (B)(6) -2013:surgical pathological report:received in formalin labeled with the verified patient's name and the specimen type as morcellated uterus, tubes is a uterus received in multiple pieces that measure in aggregate. 16 x 7 x 4.5 cm. The specimen weighs 76 grams. Among the fragments of tissue are two fimbriated segments of fallopian tube that measure 4 x 1 x 1 cm and 5 x 1 x 0.7 cm. Each of which has a wire and attached coil firmly embedded within the tubal lumen. A portion of endometrial lining measures 1 x 1 x 0.2 cm is visible cut surfaces of the myometrium are do not present any focal lesions. Representative sections are submitted in file cassettes. Most recent follow-up information incorporated above includes: on 15-nov-2017: pfs and medical record received.case became valid event injury nos deleted.abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, asthenia, back pain, breast pain, coital bleeding, vaginal bleeding, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, food allergy, hypoaesthesia, migraine, multiple chemical sensitivity, neuralgia, paraesthesia, pelvic pain, inflammation, vision blurred, vitreous floaters, weight increased ,weight loss poor, pain , night sweat , genital haemorrhage, insomnia mood swin,constipation ,neck pain,spinal pain, nausea, feeling abnormal ,palpitations, dyspnoea, chest pain,vaginal discharge, musculoskeletal stiffness , panic attacks aaded, concomitant condition and drug, historical condition and drug added. Lab data updated.lot number added. Patient, reporter, product information updated.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.